Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was fired successfully two times. On the third firing the device jammed and the jaws would not release. Another device was used to remove the device. There was no other patient consequence. The patient is fine.